Event description:
It is reported that the device was implanted in 2007, and revised in 2009, due to pain.

Manufacturer narrative:
Evaluation summary: the returned device was reviewed. In its returned condition it was observed that the m/l taper stem had: third body particles adhered to various locations on the porous coating, smearing/abraiding on medial edge of coating approximately 3 cm from proximal edge of porous coating, scratches/nicks/gouges on medial edge of neck body, nicks/gouges on taper edge and extending into taper surface on both sides and scratches and delamination around extractor hole. Many of the above observations could be due to explantation. The device was in vivo for approximately 1.5 years. The patient age, height, weight, and activity level is unk. Factors which may contribute to acetabular loosening pertaining to m/l taper stem may be one or a combination of the following mechanisms: improper neck length and offset, misalignment femoral stem/neck assembly, extent of missing connectivity between stem/neck/head interfaces, impingement, or patient activity. However, a definitive cause can not be conclusively determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.